Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. It was reported that the patient was experiencing an increase in seizures as well. It is unknown whehter the patient suffered any recent injury or trauma that may have damaged the ncp system. It was also reported that the patient's device had apparently migrated. Lead break is suspected.